Manufacturer narrative:
The beach chair shoulder positioner is designed to position and support the patient¿s head and torso in a variety of surgical procedures including, but not limited to orthopedic surgeries like, rotator cuff, total shoulder, reverse total shoulder, slap repair and other shoulder surgery. These devices are intended to be used by healthcare professionals within the operating room setting. During on-site inspection, baxter field service technician found the backboard being broken. Baxter technician replaced the back board. Beach chair now functions as it should. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a beach chair backboard being cracked were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that allen lift assist beach chair backboard was cracked. The bed was located at the account and occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.